Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n158920, implanted: (B)(6) 2009, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was having low back pain and the healthcare provider (hcp) thought that it may be kidney stones. It was asked whether this issue was related to the device and the patient's hcp said that the pain was really deep and everything was presenting as kidney stones. This was considered a sudden change in therapy/symptoms. It woke the patient up.